Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing pain, muscle cramps and throbbing on the knees when the stimulation was turned on. The patient was prescribed medication for mechanically-induced restless leg syndrome.

Event description:
A report was received that the patient was experiencing pain, muscle cramps and throbbing on the knees when the stimulation was turned on. The patient was prescribed medication for mechanically-induced restless leg syndrome.

Event description:
A report was received that the patient was experiencing pain, muscle cramps and throbbing on the knees when the stimulation was turned on. The patient was prescribed medication for mechanically-induced restless leg syndrome.

Manufacturer narrative:
Additional information was received that no further information can be obtained from the patient.

Manufacturer narrative:
Additional information was received that the physician claimed that the patient¿s symptom of mechanically induced restless leg syndrome was unlikely caused by the scs system.